Event description:
Event description guidant received information that this right ventricular lead was explanted due to intermittent loss of capture despite high pacing outputs. Since no visual lead issue was observed, analysis was requested to verify the continuity of the lead. It was also noted that the patient's left ventricular lead was replaced due to phrenic nerve stimulation and high pacing thresholds.